Event description:
Healthcare professional reported injecting a patient with juvéderm® volbella® xc. Patient experienced swelling and late onset nodule 6 months post-injection. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Additional, corrected, and/or changed data: a2, a3a, b2, b3, b5, b6, c1, c3, d1, d4, d6a, h4, h6, h8. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported injecting a patient with 1ml of juvéderm® volbella® xc in the lips. Patient experienced swelling and late onset nodule 6 months post-injection in the upper and lower lips. Patient visited urgent care where they received an EKG and blood work with negative test results. Patient received prednisone at urgent care. Patient was treated with 0.3cc of hyaluronidase. Symptoms resolved an unknown amount of time after injection.